Event description:
It was reported that "they are not getting an image happening on and off in the beginning now is happening all the time, and they do not have an image." No negative impact in state of health reported.

Manufacturer narrative:
The device was returned to our facility as documented in section d9 and will later be forwarded to the manufacturing site for investigation. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID (B)(4).